Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the end of therapy, the backpack was very wet, and the pump was dirty where the disposable leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection found the no damage or defects. Functional testing was able to confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.